Manufacturer narrative:
On 5/25/2021, it was reported to mentor that the patient¿s date of birth was 9/3/1975, the name of the procedure from was breast reconstruction primary, the affected side was the left side, the date of implantation was (B)(6) 2019 and the date of removal was (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/17/2021 , the product was returned to mentor for evaluation. Per the device received updated product catalog number from 3509215 to 3549213, mentor cpx 4 breast tissue expander with suture tabs 450cc. And added lot number 7752390. On 6/27/2021, mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the cpx4 with suture tabs medium height smooth expander, 450cc returned device. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear at the juncture of the shell and the anterior patch measuring approximately, 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device 7752390 number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction procedure with a mentor cpx4 with suture tabs, med height, smooth 650cc and suffered from a deflation on the breast implant. The side is unknown. As a result, the patient had undergone removal on an unknown date.